Event description:
Rptr had double silicone implants requiring immediate removal, which included part of her skeleton & muscles; 40% of gel leaked into her body causing severe autoimmune disease; fibromyalgia, arthritis, rashes, severe organic brain damages, raynaud's, chemical sensitivity; myopathy of upper body & other neurological damages, chronic fatigue.